Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose level was 300 mg/dl and gave insulin by pump and took a few min ago blood glucose was 421 mg/dl. The customer's blood glucose at the time of incident 429 mg/dl. The customer was treated with the manual injection. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. It was stated that there were tiny air bubble in the tubing. The infusion set cannula was bent. The insulin pump will not be returned for analysis.